Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the junior hemoconcentrator (hph) was found to be leaking. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay. There was 30 milliliters (ml) of blood loss during a pediatric case. There were no adverse consequences to the patient.